Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer opened but the cubie did not, and a screen came up had not been seen before. The technical support specialist contacted the facility and explained that the medication could not be issued because it was configured as a 'container' item in mql. This configuration disrupted the normal medication issuance process and required correction before the item could be dispensed properly. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower issuing medication has different screen up and cubie never opened. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.